Event description:
The liner disassociated from the shell. No revision date has been determined as the pt is being referred to a medical ctr. The pt was x-ray'd in the emergency room in 000. This pt is retired; with moderate activity level and good general health.